Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system by remote service and confirmed that the system will not boot up. After reviewed the log file the rse asked the third party to check the 3volt battery in the pc. Third party replaced the flexvision pc. After replacement the system was returned to use in good working order. But later on, (B)(6) 2023, the reported issue reoccurred, and flexivision pc was found faulty. The fse replaced flexivision pc and the reported issue was resolved. The codes were updated based on the investigation outcome. Health impact code was corrected,

Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.